Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the healthcare provider had implemented back table prime prior to implant of the pump which has resolved the problem in regards to if the cause of the withdrawal symptoms were confirmed to be due to a change in the priming bolus. The withdrawal resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving lioresal (2000mcg/ml at doses of 1179.5 and 1220.2mcg/day) via intrathecal infusion pump for cerebral palsy and intractable spasticity. It was reported that the hcp had been seeing withdrawal about 5-10 hrs. Post-op following normal pump replacement for about 10 of their patients since around 2018. It was stated that they had only recently begun reporting this since before they thought it was just a hiccup and not related to the device/therapy however after looking into this more they think its related to the priming bolus change from 0.199 ml to 0.14 ml. It was reported that there were 2 other patients with a similar event previously reported. It was reported that on (B)(6) 2018 the patient had normal pump replacement. It was stated that the hcp's normal protocol was to aspirate before catheter is connected and after catheter is connected to ensure catheter is clear so a full priming bolus can be performed once the new pump is connected to existing catheter. The pump was connected to the catheter and they programmed using an 8840 a priming bolus of 0.314 ml (0.14 ml + 0.175 catheter volume). The patient went home and later that evening the patient started experiencing withdrawal symptoms (bad spasticity, tachycardia, diaphoresis, general distress, jerking, restlessness, sweating, spasms, general withdrawal). On (B)(6) 2018, the patient was seen at their office and was given a 50 mcg bolus. They performed a cap evaluation, and everything was fine. The patient was then admitted to the ICU where they were watched overnight. The patient¿s ck level was 2272 around 3:30 pm which helped confirm the patient was in withdrawal. The patient¿s dose was increased from 1179.5 mcg/day to 1220.2 mcg/day. On (B)(6) 2020, the patient was discharged and was seen in the office later that day. Their ck level at this time was 1301 and they were doing better. Troubleshooting was unable to be performed since this was a past event. Caller stated they would be reporting these events from now on and wanted to hear back if there is anything found regarding these events. The hcp stated that this event had only happened with some of their patients. The hcp stated they are working with the surgeons and might try to bolus 0.199 post-op for pump replacements only instead of the 0.14 ml that the programmer recommends to do to see if this resolves these issues. It was mentioned they've heard that this might be happening to other hcp's however since those patients are kept overnight if they have any withdrawal symptoms the hcp's think its related to the surgery or something else not related to therapy/device. It was stated that these were only stories that the hcp had heard and there weren¿t any specifics. It was also mentioned that they had contacted the manufacturer in the past to see if this was normal, but they never reported anything back then.